Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed a cs 078 alarm. The rewind, load and prime steps were performed correctly. During duration testing, a cs 064 alarm occurred. There was moisture observed in the display. The pump case was cracked near the top right corner of the display. A leak test was performed and failed indicating a leak at the crack in the case. The pump was opened and there was moisture damage observed on the printed circuit board. Unrelated to the original complaint, the pump powered on to a dim and discolored display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.